Manufacturer narrative:
(B)(4).

Event description:
It was reported during an elective generator changeout procedure, lead imaging using fluoroscopy revealed externalized conductor cables between the proximal and distal device coils. The lead was explanted and replaced. There were no complications before, during, or after the procedure. The patient remained in stable condition throughout and after the procedure.